Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to a problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer did not received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. The battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.